Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a slit on the cuff which caused it to leak. The cuff was pre-tested with a syringe and the cuff pressure was determined according to the pressure gauge. The second product also had a slit on the cuff. Lubricant was not used before insertion. The tube was replaced.